Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door failed. A field service engineer stated that there were delays to patient care workflow. A field service engineer replaced the tower door latch number 3 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system mer3 tower door 3 failed. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.